Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site state and event site telephone). A leak in circuit alarm on a cardiosave with a sensation plus 50 cc iab. Patient had an axillary balloon and that the alarm had occurred multiple times overnight. At the time of the call, the pump was functioning. The axillary disclaimer was provided, and nurse confirmed there was no blood or discoloration in the helium tubing. Nurse was guided to perform an iab fill, restart the pump, and recheck the tubing. The alarm and possible causes were reviewed, though no clear issue was identified. Nurse was advised to call back if the alarm occurred repeatedly within an hour.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. When cumulative shuttle gas loss exceeds the nominal dynamic limit of 5 cc/hr, a gas loss alarm is triggered. The alarm activates only when the iab inflation period >= 80 msec and the deflation period >= 250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using the fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.